Event description:
It was reported that during a mitral valve repair procedure, that the balloon would not maintain pressure. In order to keep the balloon inflated the surgeon inserted additional fluid into the balloon through out the case. At the end of the procedure the surgeon punctured the balloon w ith his needle and ruptured it.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further info is receiverd or derived from an eval a supplemental 3500a form will be submitted.